Manufacturer narrative:
(B)(4). Stk-ap-org is not a marketed device but this complaint has been determined to be reportable as stk-ap-org is similar to devices marketed in the us by dexcom.

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver charge test was performed and passed. A global receiver functional test was performed and passed. A pairing and calibration test was performed and passed with no deficiency. Share data log was reviewed and loss of connection was not observed on the issue date. The customer complaint was not confirmed because the log did not show any loss of connection gaps associated with the complaint. The root cause could not be determined